Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced the front case assembly, due to unresponsive keys. Rear case, due to warped. And dented plastic along the bottom, left and right iuis, due to corrosion on the contacts. And battery, due to cracks around the screw mounts. Unit passed a battery conditioning test. The failure code othe was used to track the alaris pump software version as received from the customer, and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed, the device had a manufacture date of 20jan2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the probable root cause of the reported issue was, due to electrical failure of the case front assembly with keypad 8015ls. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer ,that the device had a charging issue. "It's more of a charging issue and it's internal". Customer replaced the power cord. And that does not help. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported by the customer that the device had a charging issue. "It's more of a charging issue and it's internal." Customer replaced the power cord and that does not help.

Event description:
It was reported by the customer that the device had a charging issue. "It's more of a charging issue and it's internal." Customer replaced the power cord and that does not help.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to unresponsive keys, rear case due to warped and dented plastic along the bottom, left and right iuis due to corrosion on the contacts and battery due to cracks around the screw mounts. Unit passed a battery conditioning test. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the case front assembly with keypad 8015ls. A review of the device history record showed the device had a manufacture date of 20jan2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a charging issue. "It's more of a charging issue and it's internal." Customer replaced the power cord and that does not help.